Manufacturer narrative:
D4: primary UDI number, h3 and h6. Evaluation codes: updated. One device was received. Per visual inspection, scratches on the lens, lifting dso seal alongside internal damage on front housing. Per functional testing, the battery fallout capacitor did not meet required specification. The cause was the inoperable battery fallout capacitor. Replaced lcd, lens, lens gasket, overlay, rear label, rtc battery, rear housing, eight (8) position keypad, bottom label, dso, and battery door. The device passed all functional tests after repair. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Manufacturer narrative:
B3: unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited error code 1720. There was unknown patient involvement.